Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that while attempting to bolus, insulin pump began to scroll through menus on its' own and then a button error was received. Customer reported that blood glucose dropped to 48 mg/dl, which was treated with food. Customer reported of wearing insulin pump in bra. Customer was advised that insulin pump would need to be replaced.